Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Wife is calling on behalf of the customer. Caller reported complaint that some of the 32g pen needles were bent and they were concerned the customer would not be able to properly administer the correct amount of insulin. The package was not open or damaged when received by the customer. The customer just opened this box from the pharmacy on (B)(6) 2025. Upon attempting to use the pen needles and removing the protective cover, the customer found the first 3 had been bent. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 08-may-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation- customer had returned an empty pen needle box; a cut off piece (kit box) with lot and serial number was received. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-061: improper use/mishandled by end user.